Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the mildly tortuous and mildly calcified anatomy resulted in the ratchet being unable to properly engage and release the stent from the delivery system thus resulting in reported activation failure/ deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified femoral-popliteal artery. The lesion was pre-dilated with two non-abbott balloon 3x40mm and 5x40mm. The 5.5x40mm supera self-expanding stent system (sess) was attempted to be deployed; however, it was noted it only partially deployed. Therefore, the device was removed. The supera was removed under fluoroscopy. A new supera was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.